Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower station tower door was failing. The customer stated that this malfunction caused a delay in dispensing medication to patients since the user retrieved the medication from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower three failed. A field service engineer (fse) pulled off all the connections, re-crimped all connections and applied the grease to resolve the issue. The fse recovered all four tower doors and tested in hardware test application to ensure its functionality. The system functioned as intended after the field service engineer investigated the device.